Event description:
Reportedly, following clip application, subsequently clip was ejected from the applier into the cavity. Attempted application of clip with empty jaws caused severed vessel. Procedure: microvascular free flap reconstruction.